Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted on january 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018. It is unknown if another device was implanted during the same surgery.